Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. The patient was not hospitalized for the peritonitis. The cause of the peritonitis event was reported to be a break in aseptic technique. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. The patient was reported to have recovered from the peritonitis seventeen days after onset. The patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.